Manufacturer narrative:
The customer is in the process of returning the microtip for evaluation. A supplemental MDR will be submitted upon device evaluation.

Event description:
Per the information provided, at the end of a percutaneous tenotomy of the left proximal hamstring the needle separated from the microtip. The total cutting time prior to the needle breaking was 2 minutes. As the doctor retracted the microtip the needle was left inside of the patient, however was sticking out. The needle was removed from the patient, by the doctor, through the use of a pick-up. There was no harm, injury or complication to the patient caused by the failure.